Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Dates of manufacture: jul 11, 2014 and aug 5, 2014. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a diaphyseal femoral fracture on (B)(6) 2017, the surgeon had difficulty inserting unknown cables into the reported cable tensioner. The nurses performed more trials, such as turning k-wire counterclockwise, and could insert a 1.5mm k-wire but the 1.8mm k-wire could not been inserted. As the nurses continued the trials, small ring-like materials came out of the tensioner. Finally, the surgeon manually applied tension and completed the fixation. The surgery was delayed by 10 minutes due to the reported event. Concomitant medical products: 1 x k-wire 1.5mm, part/lot: unknown; 1 x k-wire 1.8mm, part/lot: unknown; cables, quantity/part number: unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation was completed. A visual inspection and device history records review were performed as part of this investigation. This complaint is confirmed. Visual inspection found that the collet jaws do not appear to be opening fully and also appear to be off center. Further inspections confirmed that the canted coil spring is missing from the device. This is likely the "small ring-like materials" that were reported to have come out of the tensioner during surgery. No manufacturing related issue was identified and/or confirmed. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.